Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the catheter became stuck. The catheter was subsequently removed during an emergent surgical procedure. The pt status is listed as "okay".